Event description:
It was reported that insyte vialon-e 24ga x 0.75in had foreign matter. The following information was provided by the initial reporter: this is a report about foreign matter of insyte. According to the customer's report, a dirt (burnt plastic generated at the manufacturing process) was found in the catheter.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that insyte vialon-e 24ga x 0.75in had foreign matter. The following information was provided by the initial reporter: this is a report about foreign matter of insyte. According to the customer's report, a dirt (burnt plastic generated at the manufacturing process) was found in the catheter.